Event description:
It was reported to philips that the system failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. Upon functional testing, the fse identified that the system failed to power on because the hospital mains hard cut-off had destroyed some parts like the internal ups, ups battery, pd assy front panel and pd assy rear panel. Part analysis of all 4 components was performed where gpdu front panel assy was having some broken parts however part analysis for gpdu pdm, ups 1phase data integrity battery sp and ups 1phase data integrity controller sp didn¿t conclude any failure. To resolve the issue fse replaced all 4 the parts gpdu front panel assy, gpdu pdm, ups 1phase data integrity battery sp and ups 1phase data integrity controller sp. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.